Event description:
Procedure: right hemicolectomy. Reportedly, a side by side anastomosis was performed. Everthing went fine during the operation. No bleeding was noted during the operation. Within the first 24 hours, the patient suffered from internal bleeding along the staple line. Patient required 1 blood transfusion. Post-op stay was longer than usual. Patient status reported to be recovered.